Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. This report is being made based on the evaluation results.